Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise episode was observed due to mismatch on the near field and the far field channel. Device was reprogrammed successfully.